Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. It was reported the pt was admitted to the hosp in 5/2002 for acute myocardial infarction. The aneurysm was discovered upon admission, but stent graft placement was not performed until the pt's cardiac condition was stabilized. The pt's anatomy was reported to be extremely tortuous and challenging with small arteries on the left side. The bifurcated device was deployed through the right side, and there was extreme tortuosity and some kinking of the proximal stent graft. There was a large left common iliac artery aneurysm, and the distal end of the contralateral limb stent graft did not afford a seal; therefore, a 16 mm diameter x 11.5 cm length iliac limb and an 8.5 cm length iliac limb of unknown diameter were implanted. Final angiogram indicated a very small proximal endoleak at the neck region that did not resolve with balloon angioplasty. No lumbar or inferior mesenteric artery leaks were reported. The physician felt that, given the small amount of contrast flow around the graft, the leak would occlude since there was no outflow. The procedure was reported to be uncomplicated. The following month, the pt presented with a large, pulsatile abdominal mass and anemia, and subsequently developed episodes of mild hypotension. A computerized tomography scan demonstrated a large type I endoleak extending over the left lower aspect of the abdomen and bleeding into the retroperitoneum. The physician diagnosed bilateral type I endoleaks and rupture of the aneurysmal left iliac artery. A 16 mm diameter x 8.5 cm length iliac limb was implanted on the left side, and a 16 mm diameter x 5.5 cm iliac extender cuff was implanted on the right side. No additional clinical sequelae were reported, and the pt is reported to be fine.